Manufacturer narrative:
Upon evaluation of the device stryker discovered the device would not power on when the lid is opened. The standby current measured was too high indicating a failure of reed switch sw5 is the cause of the reported issue. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.